Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with performing a complete pump reset, which resolved the issue, and the customer successfully started their sensor session afterward. No further action was necessary.